Manufacturer narrative:
Upon receipt the lead was found cut 55cm proximal to the lead tip. A proximal part including the serial number was not returned. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv shock coil, the deformed fixation helix, a broken conductor cable and the stretched distal end of the lead most likely occurred during the extraction procedure due to tensile stress. The analysis of the provided fluoroscopic images gained no further information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported after an implantation time of approx. 97 months, that the patient had lead integrity alarms via medtronic carelink and oversensing was detected. The lead was extracted and a new one was implanted.